Event description:
It was reported by the rep the device was used during a laparoscopic bowel procedure. It was reported the surgeon attempted to fire the tsb35 for the fourth time the reload and it locked out on him. " the rep the surgeon to replace the reload and it fired fine".